Event description:
It was reported that a vascular stent that was deployed approximately one yr ago, demonstrates some restenosis and irregularities within the stent, as a possible fracture. A new vascular stent was deployed successfully inside the original vascular stent. There is no reported pt injury.

Manufacturer narrative:
The lot number was not provided,therefore, the device history records could not be reviewed. One image was provided and a placed stent is visible inside a vessel. The resolution of the image is poor and the single struts are not visible. Irregularities in the stent strut structure in the mid section of the stent are not clearly visible. Due to the poor resolution, a stent fracture could not be confirmed. Previous investigations of similar complaints have been reviewed to determine the root cause and potential product and non product related factors which may have contributed to the reported issue have been considered. Based on the info available a definite root cause for the event reported could not be determined. Not performed balloon pre dilation may have been a contributing factor to the event reported. The current labeling has been reviewed. The IFU addresses the potential risk of a stent fracture. Care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture. Furthermore, the IFU demands for balloon pre dilation using standard techniques.